Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the download history revealed the pump was not in use and no deliveries were made from (B)(4) 2012 through (B)(4) 2012. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Event description:
On (B)(6) 2012, the patient contacted animas via email alleging unexplained high blood glucose (bg) readings in the 300 mg/dl range since starting on the subject pump. In the email, the patient wrote that at 6am that morning she woke with a blood glucose of 300 mg/dl and she had not been able to get it under 300 mg/dl. The patient noted in the email that she was tired and did not feel well. The patient claimed due to the elevated bg readings she's discontinued the pump several times and has gone on back up plan (shots). The patient claimed she was able to control her bg readings on her backup plan. The patient reported while on the subject pump she had used different infusion sets, different basal rates, different insulin's and different locations on her body, but elevated bg readings continued. Animas customer support was able to reach and speak to the patient briefly regarding her concern on either (B)(6) 2012. She informed customer support that since her email she had discontinued using the subject pump and was on a backup pump. At the time of the call with the patient, she denied having any symptoms. The patient declined to review the pump at the time of the follow-up as she was at work and had to attend a meeting. Prior to call ending, the patient informed customer support that she felt that a malfunction of the device caused her elevated bg's. The patient had agreed to contact animas back with the meter in hand, but did not call back. Animas customer support then made several attempts to reach the patient to review the pump; however, were unable to reach her. The patient's reported bg readings do not meet animas' criteria of a serious injury; however, this complaint is being reported because the patient felt that the subject pump was not delivering insulin correctly. The alleged issue could not be ruled out.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.